Event description:
It was reported that the unit would not turn on. Further, the unit displayed an e-1 error message.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.